Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient first noticed the scs system was not working in (B)(6) 2018. The patient said it may have worked right after surgery, but the ins diminished the effectiveness of controlling pain. The patient said they met with a rep. The patient added the ins was removed on (B)(6) 2019 during back surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient had back issues, which they indicated were related to their device/therapy. He patient indicated that they met with a manufacturer representative at their pain management clinic for adjustments. It was reported that they kept them on mode c. The event date was asked but was not provided. Additional information was received from a health care professional regarding the patient on (B)(6) 2019. It was reported that the implanted device is turned off and the patient claimed that it never worked. The physician is planning to remove the system. The stimulator was thought to have not been working for at least one year. There were no further complications reported.